Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump language changed to french after a pump reset. There was no impact to the customer's blood glucose level. The language was changed back to english to resolve the issue.